Event description:
It was reported the pt is in a rehabilitation facility and has a highly contagious form of mrsa. It was also reported the infection is located at the thoracic incision site where the lead was placed. It was reported the sjm rep has contacted the physician to determine if the infection is related to the scs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.